Manufacturer narrative:
The investigation did not identify a product problem. The returned product performed within specification.

Manufacturer narrative:
Sections d9 and h3 were updated. The customer's strips were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results, and no strip defects were observed. The investigation is ongoing.

Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as art of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from an accu-chek inform ii meter, serial number (B)(6), compared to a laboratory result. At 8:38 a.m., the meter result was 218 mg/dl. At 8:44 a.m., the laboratory result was 25 mg/dl.